Event description:
Endoscopic ultrasound balloon wouldn't deflate during pre-test. The 2nd balloon burst during pre-test, and 3rd balloon had a leak during the pre-test. A different scope was used and the balloon worked during the pre-test before the procedure. No problems during the procedure.